Event description:
How is patient today? Per report received 09/26/2022: patient hemorrhaged. Was there any additional medical attention? Per report received 09/26/2022: none reported. What are the details of the complaint? Is there anything else? Incident details surrounding event: as of the last in-service serviced the leep machine is still giving issues and is considered to be unsafe. The doctor was recently performing a procedure on the patient and the patient hemorrhaged in the office. What procedure was the physician performing? Per report received 09/26/2022: none reported. Did the physician perform any extra step to complete the procedure? Per report received 09/26/2022: none reported. Follow-up request sent for additional information leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation: x-no sample returned. X-review DHR . *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/30/2020 under wo#'s (B)(4).. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was repaired under a recall (RMA #325012) rework work order (B)(4) november 2022. No additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. The descriptions in the complaint history note 'bleeding' and considered similar to hemorrhaging. No other similarities are present. Product receipt: the complaint unit was processed as a return on a repair. No record of a return was found as of 11/30/2022. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: as the unit was not returned a root cause is not available with the information provided. Note: the description of hemorrhaging is akin to excessive bleeding, but no indication of a functional issue was provided by the customer. Additionally, there was no medical attention required per the response to the follow up questions. Excessive bleeding may suggest an output failure in coag, but this unit was recently updated to the latest board revision mitigating the potential for coag failures. *correction and/or corrective action customer was provided with a loaner to have them operational until they return the unit for evaluation and repair as applicable. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
*How is patient today? Per report received 09/26/2022 patient hemorrhaged. *was there any additional medical attention? Per report received 09/26/2022 - none reported. *what are the details of the complaint? Is there anything else? Incident details surrounding event. As of the last in-service serviced the leep machine is still giving issues and is considered to be unsafe. The doctor was recently performing a procedure on the patient and the patient hemorrhaged in the office. *what procedure was the physician performing? Per report received 09/26/2022 - none reported. *did the physician perform any extra step to complete the procedure? Per report received 09/26/2022 - none reported. Follow-up request sent for additional information 1216677-2022-00271 leep precision generator lp-20-120 (B)(4).